Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A functionality test was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro needles were difficult to operate and cannula broke off. The following information was provided by the initial reporter : the patient reported that not able to attach the pen needle and when continued the operation the needle npe was broken and was trapped into the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro needles were difficult to operate and cannula broke off. The following information was provided by the initial reporter : the patient reported that not able to attach the pen needle and when continued the operation the needle npe was broken and was trapped into the pen.